Event description:
Further follow-up revealed that the patient's device was explanted "because she has had several problems since the device was placed. The physician's office also reported that the patient experienced excessive nausea, vomiting, tightness of the lead, choking sensations, coughing, and burning pain at the generator site. It was reported that the neurologist recommended removal of the vns system because the neurologist felt that the amount of problems the patient experienced did not seem to outweigh the benefits of having vns therapy. Attempts to obtain additional information have been unsuccessful to date. Attempts to have the explanted devices returned for analysis have been unsuccessful to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient was hospitalized after implant surgery due to a cough. The patient¿s device was not programmed on at the time. Follow-up showed that the condition was not pre-existing and not occurring with stimulation at the present time; however, it could not be determined if the event was related to vns. Currently, the coughing was not occurring with stimulation. It was stated that on occasion, the patient would cough and have a little bit of blood in her sputum. The patient also reported lead protrusion in the neck when turning her head to the right. The patient was seen and the lead appeared very tight when the patient turned her head. The generator was placed in the upper chest, under the clavicle, but the lead just may have been too short. The patient was referred to a surgeon for evaluation but this was for patient comfort. Surgery is likely but has not taken place.

Event description:
It was reported that the patient was seen by another physician for a second opinion. It was reported that the patient had experienced a weight loss of 35 pounds due to the nausea, vomiting following vns implant surgery. The patient¿s device was programmed on in approximately (B)(6) 2013. System diagnostics were reportedly within normal limits (lead impedance ok and approximately 3,500 ohms. The patient reported that her symptoms have not changed since the device was programmed on. The physician believes that the symptoms are probably due to trauma to the nerve during the implantation as the surgery lasted approximately 5 hours. The physician felt that time will probably alleviate the symptoms. The physician informed the patient to come back in if the symptoms persist in 3-6 months.

Event description:
Additional information was received that the patient's device is off, but she is complaining of pain "radiating throughout her whole body," the patient was scheduled to have either a lead revision or vns removal. Additionally, the patient claims that the lead going up to her neck is "too tight" and her device is flipping over. The patient showed the physician how she can manually manipulate it to "flip over." Additionally, it was also reported that the device could easily be manipulated in the pocket. The patient's device was explanted on (B)(6) 2013. The explanted device was discarded by the hospital after the surgery. Attempts have been made for additional information; however, they have been unsuccessful.

Event description:
Follow up with the physician found that he did not believe the choking was related to the vns. The choking was not associated with or occurring with stimulation. During explant, the patient's generator was found to be sutured to the fascia at implant with a non-absorbable suture. The physician believes the patient was manipulating the device. It did not appear that the device had migrated since implant. It was unknown when the device was turned off. The explant surgery was taken for patient comfort. The patient also felt the device was causing "electrical disturbances" in her house. The symptoms have improved since explant.

Manufacturer narrative:
Date received by manufacturer, corrected data: supplemental report #1 inadvertently listed the incorrect date of 05/22/2013, which should have been 06/18/2013 as it was a correction only. Follow-up type, corrected data: supplemental report #1 inadvertently did not list the report as a correction.

Event description:
The patient reported on social media that her vns caused to her almost die due to "catching fire" inside her, causing her to lose 58 pounds in 2 weeks, threw up blood every day for 2 months, and the wires were cut too short in her neck. It was previously reported that the patient felt a burning sensation at her chest, which is most likely what the patient meant by the device "catching fire" inside her. No further relevant information has been received to date.